Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak in front and under the coulter ac-t diff 2 analyzer. Customer reported the volume of the leak was approximately 60 cubic centimeters. Customer reported the coulter ac-t diff 2 analyzer generated one erroneous low hemoglobin result. Customer reported the erroneous result was reported out of the laboratory. Customer reported the patient was sent to the hospital due to a medical condition that was not related to the low hemoglobin result. Customer reported the patient was redrawn at the hospital. Customer reported the redrawn sample tested on the hospital's reference instrument gave a higher hemoglobin result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the diluent reservoir appeared to have overflowed. Customer reported that they had replaced the dual diluent filters prior to the overflow, the fse performed many startups and shutdowns and ran a 12 shot reproducibility and ran quality control. All parameters were within specifications and there was no sign of overflow.